Event description:
The patient was undergoing a coil embolization procedure using a ruby coils. During the procedure, the physician met difficulty while advancing a ruby coil through another manufacturer's microcatheter. The ruby coil was withdrawn from the patient and the procedure was successfully completed using other coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.